Manufacturer narrative:
The field service engineer determined there was an electronic failure of the na electrode. The electrode was replaced and electrode maintenance was performed. An electrode check was performed. Precision studies were performed. The customer ran calibration and controls; results recovered within expected ranges.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the ise sodium electrode on a cobas c 111. The initial sample values were reported outside of the laboratory. The reporter noted there is a difference in anion gap values calculated based on measurements from the c 111 analyzer as compared to anion gap calculations based on measurements from a cobas 6000 c (501) module at a sister laboratory. The first sample initially resulted with a sodium value of 123 mmol/l. The patient was sent to the emergency room, where a second sample was collected from the patient and tested, resulting with a sodium value of 135 mmol/l. The first sample was then sent to a second site for repeat testing on a second c111 analyzer on (B)(6) 2020, resulting with a value of 133 mmol/l. The first sample was also repeated at the customer site on the complained c111 analyzer on (B)(6) 2020, resulting with a value of 134 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The reporter then pulled additional patient samples for repeat testing and found there was a discrepant sodium result for a sample from a second patient. This sample initially resulted with a sodium value of 129 mmol/l, which repeated as 136 mmol/l. The repeat result was believed to be correct. The cobas c 111 analyzer serial number is (B)(4).

Manufacturer narrative:
Upon review of control data, controls surrounding the event recovered erratically. Sample centrifugation speed was too long. The investigation determined the service actions resolved the issue.